Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove and inspect the cartridge and clean the pump¿s pneumatic area, but the customer was unable to successfully load the cartridge and was referred to customer service for further troubleshooting.